Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, bacterial infection, was deemed to meet serious injury criteria. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a female consumer who was injected with an unspecified amount of radiesse on (B)(6) 2018 for "face" indication. Medical history and concomitant medications not reported. A couple of days post injection, the patient developed redness and a "line" at the injection site. There were several red dots on the line. On an unspecified date, the patient sought medical advice and was treated for a bacterial infection. Causality and lot not reported. Follow up information was received from the consumer on 03-may-2018: patient's date of birth was provided. The patient clarified she is also a nurse. On (B)(6) 2018, the (B)(6) female patient had a fraxel laser treatment to the lower face, clarified as chin and "sideburns" area. That same day, she was injected with 1 syringe of radiesse to the lower cheek area, clarified as below the eyes to help with the "sunkeness" of eyes, and to the nasolabial folds (nlf). Prior to injection, the injector applied ice and wiped the area with alcohol. Post injection, the injector applied ice. Medical history positive for radiesse injections 4-6 times in the past, with the last one about 6-8 months prior to the (B)(6) 2018 injection. Concomitant medication reported as doxycycline for the five days prior to (B)(6) 2018 as prophylaxis for possible breakouts post fraxel laser treatment. Immediately post injection, the patient thought she had slight bruising in the left nlf area, covering about a 2-3 inches area from the corner of her mouth to the top of her nose. She noted that, looking at her pictures, however, she could see the area was actually red post injection and red dots were present at the injection points. An unspecified time post injection, the patient also experienced itching in the left nlf area. The patient lives in a different state than the injector's office so she called the office and was instructed to ice the area. She sent pictures to the injector's office and was told she had a bacterial skin infection. Treatment reported as keflex (cephalexin) 500 mg four times daily for 10 days and benadryl (diphenhydramine). The redness resolved after about three weeks but the itching remains. Lot number unknown. The patient noted the reaction only affected the left nlf and she had no problems on the right side.

Event description:
Follow up information was received from the reporter on 04-jun-2018: treatment reported as a second 10-day course of keflex (cephalexin) four times daily and a 10-day course of clindamycin 300mg four times daily. The patient is still on antibiotics. Outcome reported as resolving.